Manufacturer narrative:
Results pending complation of investigation. The actual device involved in this report was not returned yet for testing.

Event description:
Information received from reporter: port substitution. Check at xray.

Manufacturer narrative:
Reporter did not respond to multiple attempts to gather information. The device was not available for investigation, thus an investigation on the reported device was not performed. Unable to determine root cause or conduct trending analysis. No further action to be taken. No new risks identified, the current risk is identified with a low rate of occurrence for the reported complaint categories. No correction or corrective action required. The lot history record for the port was reviewed and the device was manufactured to specification. Unable to determine root cause. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.